Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one haptic of an intraocular lens (iol) was sheared off during insertion into the eye. The lens was injected into the capsule and it was cut in half to be removed. The incision was enlarged and a 10-0 nylon suture was used to close the wound. The damaged lens was replaced with another lens, same model and diopter. Additional information revealed that there was no additional patient injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in two pieces, as a result of the removal/explant process. One haptic was observed detached from the lens body. The customer's reported complaint was verified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.